Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The receiver case was opened for further evaluation. The battery was removed and replaced and the receiver turned on. It was observed that the battery was defective. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.